Event description:
Oracle ro 1298682: showing a check clutch plunger lever error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-05354 is no longer reportable. There was no patient involvement. Please disregard the previous submission(s).